Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. H10: d4 (expiration date: 11/2024) . H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that one year and eleven days post a port placement procedure in the right chest wall via internal jugular vein, the catheter was allegedly broken and part of the catheter was in the body. Furthermore, it was noted that there was an infusion leakage with swelling. Reportedly, the infusion port was removed. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical device was not returned for evaluation. Two photos were provided for review. The photo shows a catheter which was noted to be partially broken. Therefore, the investigation is confirmed for the reported fluid leak and the fracture issues. However, the investigation is unconfirmed for the reported material separation issue as no complete break was noted to the catheter. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: b5, g3, h6 (method) h11: g2, h6 (result, conclusion) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that one year and eleven days post a port placement in the right chest wall via the internal jugular vein, the catheter was allegedly broken and part of the catheter was allegedly remained in the patient's body. Furthermore, it was noted that there was allegedly an infusion leakage with localized swelling. Reportedly, the infusion port was removed. There was no reported patient injury.